Event description:
It was reported that a user experienced difficulty pairing a libre 3+ sensor to the ilet, after which the ilet displayed a high glucose reading and a confirmatory fingerstick was 476 mg/dl; the user was counseled on scanning the sensor again and monitoring, and glucose values subsequently trended down to 383 mg/dl and then to 142 mg/dl. Symptoms included malaise, dizziness, and fatigue consistent with hyperglycemia. Outcomes included no injury, no medical intervention beyond self-care guidance, and return of glucose to target range. Investigation included technical troubleshooting and user education regarding sensor re-scan and data display. Investigation of this case revealed that the sensor pairing issue was resolved through re-scanning, with device function and glucose reporting restored. It was concluded that hyperglycemia occurred but resolved after proper pairing and monitoring, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.